Manufacturer narrative:
The engineering evaluation noted in the revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening. However, this cannot be confirmed as the devices were not available for evaluation and no further information was provided. Associated with 1038671-2019-00192 and 1038671-2019-00194.

Manufacturer narrative:
Pending evaluation. Associated with 1038671-2019-00192, 1038671-2019-00193, and 1038671-2019-00194.

Event description:
Index surgery: (B)(6) 2012. Revision due to general loosening on (B)(6) 2019. There was no delay in surgery and the patient left the operating room in stable condition.